Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was believed to be experiencing ventricular tachycardia (vt) and the discriminator withheld therapy. The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made.